Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer recently began using the pump after a year. The contact stated they thought the battery was supposed to last for a month without charging it. Contact stated that the pump battery now only lasts about 1 week. Reportedly, the pump shut off overnight on (B)(4) 2016. Contact stated they were unsure when the last time the pump was charged and did not know what percentage the battery was prior to shutting down. It was unable to be confirmed if the pump shut off as a result of insufficient power due to the customer not charging the device. The customer's blood glucose (bg) level was over 600 (mg/dl) with high ketones. A manual injection via insulin pen was delivered to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.